Manufacturer narrative:
A siemens healthcare diagnostics inc. (Siemens) technical application specialist (tas) was dispatched to the customer site to determine the cause of the discordant, falsely elevated prothrombin time (pt) results on the sysmex cs-5100 systems and found no issues. The tas verified that the calibration results, internal quality controls recovery and other patient results were within expected ranges. The cause of the discordant, falsely elevated pt results is unknown. The systems and reagents are performing according to specifications. No further evaluation of these systems are required. The reagent's lot number, expiration date, di and catalog number were not available at the time of filing.

Event description:
A flagged non-numerical prothrombin time (pt) result was obtained on a patient sample on the sysmex cs-5100 system. The same patient sample was rerun on an alternate cs-5100 system in an extended mode and a discordant, falsely elevated pt result was obtained. The customer reported this result as no coagulation to the physician, who questioned the result. On the following day, the patient blood was redrawn and run at another laboratory on an alternate sysmex ca-560 system, resulting lower. The result obtained on the sysmex ca-560 system matched the patient's clinical history. It is unknown whether a corrected report was provided to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated pt results.

Manufacturer narrative:
Siemens healthcare diagnostics inc. (Siemens) filed the initial MDR 9610806-2017-00114 on october 10, 2017. Additional information (october 13, 2017): the customer informed siemens that a corrected report was provided to the physician. A siemens headquarters support center (hsc) specialist analyzed the sysmex cs-5100 system back up files to determine the cause of the discordant, falsely elevated prothrombin time (pt) result. From the system's backup files, siemens determined that no coagulation is a plausible result for this patient sample and that the internal quality controls were within expected ranges at the time of the event. Updated to reflect this information. The customer used thromborel s reagent lot 546998 to obtain the discordant, falsely elevated prothrombin time (pt) result. This reagent lot expires on 2019-jan-26, has catalog # 10446445 and a di of (B)(4). Updated to reflect this information.